Event description:
It was reported that at follow-up, low sensing and high thresholds were observed. An x-ray confirmed the lead dislodgement. The sense/pace portion of the lead was capped and replaced. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.